Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.

Manufacturer narrative:
Analysis of the returned device identified the device was underweight, a broken shell, about 50-75 percent of the shell missing. A visual and microscopic analysis was performed which identified a sharp break, wear abrasion, fold crease, and stress marks. A dimension measurement in the shell was performed which identified the shell thickness within the specification. Based on the device analysis, the final assessment is a sharp break on the radius side due to a surgical impact opening, and a missing shell due to inconclusive.

Event description:
Device has been explanted.